Event description:
It was reported that the target lesion was in the proximal right coronary artery (rca) with moderate tortuosity, moderate calcification and 90% stenosis. Pre-dilatation was performed with a non-abbott balloon and the xience v 3.5 x 15 mm was delivered. The stent delivery system (sds) balloon ruptured on the first inflation of 10 atmospheres for 20 seconds. No resistance during advancement or retraction was reported. Post-dilatation was performed with a non-abbott balloon and it was confirmed that the xience v 3.5 x 15 mm was well expanded, therefore, the procedure was completed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50. Guide cath: launcher 6 f jr4. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 10 atmospheres which is below the rbp. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for balloon ruptures for this lot. Without the product to examine, a conclusive cause for the reported difficulties could not be determined.